Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/13/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one touch verio iq meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated the alleged power issue began at an unspecified time ¿today¿. The patient manages his diabetes with insulin (humalog, self-adjuster) and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The patient reported, 3 hours before the alleged issue occurred, he developed symptoms of ¿feeling weird, sleepy, and tired¿. The patient stated that he self-treated with ¿45 more units of humalog¿. The patient did not test his blood glucose on another device. At the time of troubleshooting, the csr documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. Although the patient treated himself with insulin, there is no indication that the subject meter caused or contributed to a serious injury. The patient reported having symptoms prior to the start of the alleged issue therefore the meter could not have caused the alleged injury. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.